Event description:
Philips received a complaint on the efficia dfm100 device indicating that the machine keeps restarting. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that device getting restarted due to malfunction of assy therapy. To resolve the issue, the assy therapy (453564489061) was replaced and the device working with full functionality. The device remains at the customer site and no further evaluation is warranted at this time.